Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw. All pieces were returned/received. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during other testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the top jaw of device broke off into patient. This happened early in case. All device components were retrieved. Case completed with new device of same product code. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent